Event description:
Allegedly per journal article: nystrom, et al. "Acute intraoperative reactions during the injection of calcium sulfate bone cement for the treatment of unicameral bone cysts: a review of four cases." Iowa orthopaedic journal. Vol. 28, p. 81-84. "After irrigation, miig 115 calcium sulfate bone graft substitute was injected into the lesion (proximal radius). After several seconds, the pt experienced severe laryngospasm, making ventilation through the lma impossible. The pt desaturated acutely and required intubation. He was extubated shortly following the procedure, without further complications."

Manufacturer narrative:
Investigation is not complete. Add'l info has been requested. Trends will be evaluated. Event device code is addressed in the package insert. Due to the undefined incident date or product catalog number in the article, acquiring a medwatch 3500a from the user facility is not possible. This report will be updated when the investigation is complete.